Event description:
In 2008, the pt reported she had a blood glucose reading last night of 456 mg/dl and today her readings are registering "hi" on her meter. She said, her normal range is between 80-120 mg/dl. She stated, her only symptom was dry mouth and she tried to treat her readings by bolusing through her insulin infusion device, but she received an 04 (occlusion) message. She stated, her infusion set is due to be changed today. To troubleshoot, the pt was instructed to disconnect from her infusion headset and bolus 5 units of insulin into the air. She misunderstood and only bolused .5 units and she did not see any insulin come out. When the pt tried again, the insulin came out without error. The pt was instructed to change her infusion headset, which she did and then was able to successfully bolus. She stated, she primes her infusion sets but, due to limited vision, can not see if she primes all the air bubbles out. She stated, she can not remember the last time the piston rod and adapter on her infusion device was changed, but it has been over 6 months. The pt was sent courtesy replacements. The pt called back and stated her blood glucose readings were doing better with a current reading of 180 mg/dl. She said, she threw up prior to event date, so she may have had the flu. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.